Event description:
It was reported that after finishing a mammography procedure, the patent and the technologist were out the way and heard a loud noise and the c-arm swung to 90 degrees. The technologist stated that she was startled and a little later on felt pain in her neck. She went to employee health; the doctor gave her muscle relaxers and ibuprofen 800. She was also on light duty for 3 weeks.